Manufacturer narrative:
Investigation summary; since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the injection. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "has happened about 5 times. One case a child had to be injected twice upsetting child. Needle seems to be blocked, it wont inject. Happened about 5 times... The incident happened on several occasions over a couple week period. One incident was on (B)(6) 23. The nurse had actually inserted the needle in the child¿s leg and it would not inject. Had to pull it back out change needled and poke the child a second time. No actual injury but an unpleasant experience for all involved... After that the nurses have been checking before injecting and they have had at least 5 times that the needle was not clear and the fluid would not go through."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. New york, USA has been used as a placeholder based on the reported phone area code. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the injection. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "has happened about 5 times. One case a child had to be injected twice upsetting child. Needle seems to be blocked, it wont inject. Happened about 5 times. The incident happened on several occasions over a couple week period. One incident was on (B)(6) 2023. The nurse had actually inserted the needle in the child¿s leg and it would not inject. Had to pull it back out change needled and poke the child a second time. No actual injury but an unpleasant experience for all involved. After that the nurses have been checking before injecting and they have had at least 5 times that the needle was not clear and the fluid would not go through."